Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating for electric insulation of the probe was partially missing and there was scratch around the missing coating on the probe. The coating for electric insulation of the grasping section was partially missing the manufacturing record was reviewed and found no irregularities. Omsc summarized that the coating for electric insulation of the probe and the grasping section was damaged when the user grasped the probe and grasping section of the subject device with something hard instrument. The above device handling has warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.

Event description:
During a procedure of lower digestive tract, the subject device was used. In the procedure, a probe damage error occurred and the user unable to use the subject device. The intended procedure was completed with another device. There was no patient injury reported. On december 10, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the grasping section was partially missing and the coating for electric insulation of the probe was partially missing. This is the report regarding the missing coating of the probe and the grasping section.